Event description:
The patient reported experiencing unspecified withdrawal symptoms one week prior to his pump refill date. The patient stated the hcp had moved up the refill date. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.